Event description:
It was reported that the carescape b650 pt monitor emits an unusual constant beep-beep tone that does not audibly correspond to an expected alarm tone or other recognizable tone, and does not correlate to any visual monitor operation. The beep tone will block audible annunciation of valid alarm. This beep tone can only be cleared by rebooting the monitor. Visual alarming is unaffected. The beep tone could result in delay of treatment for a potentially critical pt condition. The beep tone itself would draw the caregiver's attention to the issue. Audible alarming at the central station would not be affected. There was no death or serious injury associated with this event, nor any indication that medical intervention was required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.